Event description:
It was reported that the package did not open properly. No adverse consequences were reported.

Manufacturer narrative:
The product was not returned for evaluation. No further details were provided. It was not possible to determine the root cause for the alleged packaging issue.